Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the infusion set and received a no delivery on the insulin pump. The customer¿s blood glucose level was 462 mg/dl. The customer took a manual injection of 8 units to 10 units of insulin. The customer also had a high blood glucose level of 585 mg/dl. The customer stated they got no delivery alarm with basal and bolus all within 30 minutes. The customer stated the event was resolved by changing the complete infusion and reservoir set. Additionally, the customer reported that the drive support cap was damaged. The reservoir and insulin pump will both be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.